Manufacturer narrative:
Initial.

Event description:
It was reported that the user did not make meal announcements while using the ilet system, which led to a reported blood glucose of 341 mg/dl. The event was categorized as a usage issue related to improper or incorrect procedure with relevance to the user interface and troubleshooting and education were provided regarding meal announcements. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, with relevance to user interface interactions. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.